Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe nrfit¿ lok had mixed product / lots. The following information was provided by the initial reporter: syringes marked and packaged as being nrfit¿ but with the luer connector!!! Before use syringes marked and packaged as being nrfit¿ but with the luer connector, please see attached picture. They have asked their 3pl distributor (onemed) to stop all outgoing deliveries to the hospitals. The complainant has asked for an urgent meeting with me today to discuss the complaint and I will try to get as much information as possible.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - mixed product / lots. One photo was provided to our quality team for investigation. The photo shows a strip of five syringe packages with the top web visible including all applicable product information, and one loose syringe with nrfit scale markings on a luer-lok barrel. The condition observed is non-conforming per product specification. Potential root cause for the mixed product defect is associated with inadequate line clearance on the marking machinery and failure to follow proper procedures for goods issuing. A corrective action project was opened to further investigate this defect. A quality alert was issued to the site and associates involved in batch manufacturing were re-trained to proper manufacturing practices around line clearances, goods issues, and material handling. Furthermore, a device history record review was completed for provided lot number 1041220. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.